Manufacturer narrative:
Manufacturer year is unknown. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced blurry vision on the right eye (od) at a 6 month post-op exam. The patient¿s chief complaint was of blurred distance vision on the od. The surgery center reported the event is lasting and disabling, significantly interfering with daily activities. Best corrected visual acuity (bcva) from (B)(6) 2017: right eye pre-op 20/15 -1.25 x -.25 x 120; left eye pre-op 20/15 -1.25 x -.25 x 170. Bcva from (B)(6) 2017: right eye post-op 20/15 -.75 x -.25 x 175. This report is for the visx laser equipment. A separate report will be filed for the femto laser equipment.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.